Event description:
It was reported that this patient received four inappropriate shocks when it comes to this device. The physician wanted recommendations on what the best programmed vector could be for this patient to mitigate inappropriate therapy. It appeared that the inappropriate shocks were related to the patients different morphologies resulting in t and p wave oversensing. At this time the device remains implanted. No adverse patient effects were reported.